Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and a correction to h6 component code. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip split was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Follow-up information reported that ''it was all split and remainder of balloon in it, stuck 16fr gore in the sheath, intentional split''. The procedural training manual instructs to ''do not force if resistance is met near or at the sheath tip'' when retrieving a burst balloon through the sheath tip. It is possible that in pulling the burst balloon into the sheath, that excessive force was used to overcome resistance and the sheath was damaged. Additionally, the 16f gore sheath was inserted through the esheath+, resulting in intentional damage. Available information suggests use factors (excessive/intentional withdrawal maneuvers) contributed to the sheath damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist that during a transfemoral transcatheter aortic valve replacement with a 26mm sapien 3 ultra valve, that they started by going in the times with a 14f esheath+ and there was a ledge of calcium they were trying to get around. Each time they met with resistance and the first two sheaths came out with approximately a 2mm split at the end of the tip and the third sheath was rough when pulled out but they were not successful at inserting the sheaths. After each attempt at insertion, they would dilate up by ballooning. The fourth sheath was successfully inserted, and they were able to then insert the 26mm commander delivery system (ds) with the valve. While deploying the valve imaging panel came off fluoroscopy (fluoro) and at the same time the balloon burst while the valve was approximately 95% deployed. They were able to leave the valve and bring the ds out, they got the ds into the descending aorta, then pulled the ds out and all that came out was the bottom half of the balloon attached to the ds. They could see the top half of the balloon and the radiopaque markers on flouro above the sheath in the descending aorta. They then went in with a 16f goredry seal through the sheath and encapsulated the remainder of the balloon and radiopaque marker and pulled those back into the sheath with the dryseal. The remainder of the balloon and radiopaque marker were attached to the inner coiling of the length of the balloon catheter. They then prepped a new sheath, and ds and post dilated the valve. The valve was successfully dilated and there was no harm to the patient.

Manufacturer narrative:
The investigation is ongoing.